Event description:
It was reported that the patient experienced unspecified issue with an inflatable prosthesis (ipp). The preconnected ipp pump was removed and replaced with new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.